Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: a1: patient ID also reported as (B)(6). D2: additional procodes: gfa, gff, hsz. D9: complainant part is not expected to be returned for manufacturer review/investigation. H6: a manufacturing record evaluation was performed for the finished device. Product code: 310.240. Lot: 3328p52. It was electronically reviewed and no nonconformances / manufacturing irregularities were identified during the manufacturing process. The product was released on: 22 december 2022 manufacturing site: jabil bettlach product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. H6 component code: g07002 ¿ device not returned. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that patient underwent an unknown procedure on (B)(6) 2024. During surgery, the following developments are evident: the drill bits are without edge. The manometer does not indicate the pressure or quantity; the left clock is crooked and its needle is out of position. Due to these developments, the solution was to finish the surgery with the same drill bits since there were no more available and obtaining another manometer. The surgery was completed successfully, without any effects on the patient and without alteration in surgical times. This report is for a 2.5mm drill bit/jc/gold/95mm. This is report 1 of 2 for (B)(4).